Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator has low o2 concentration alarm for period of time during patient use. There was no change in patient saturations during episodes. The patient was transferred to another ventilator which has the same issue, but less frequent. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10 results of investigation: vyaire medical was able to confirm the issue and a 2p calibration went well and an alarm 221- o2 cell required calibration triggered. Oxygen alarms (151 - "o2 concentration low" and 224 - "mismatch between delivered and measured fio2") were triggered due to a depleted oxygen sensor. The fio2 calc value based on the flow feedback calculation was always close to the setting. This means that the alarms were based on the oxygen sensor monitoring only. Root cause of failure was determined due to o2 sensor depleted (eol). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.